Event description:
Affiliate reported that the device was revised as a result of a lack of fluid flowing through the device.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. When the debris was dislodged the flow was normal. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.